Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device was discarded and was not returned to manufacturer. Cine cds were provided for reference, however manufacturer could not obtain tangible information relating with the reported event. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the provided information, it is inferred that additional and excessive attempt to remove the guidewire from trapped condition was performed, which resulted the breakage of the guidewire by the accumulated force when it exceeded the product design limit. Warning section of the IFU describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction.

Event description:
Reportedly, subject guidewire was used for retrograde approach procedure through lad septal branch to cto lesion at rca. During attempt to advance beyond the calcified occlusion, guidewire was found bent at multiple points, and guidewire removal could not be possible. A micro catheter was advanced over the guidewire and the guidewire was pulled back to second septal branch, where the guidewire got stuck. Attempt of removal of the guidewire was repeatedly made, which resulted the breakage of the guidewire and unraveling of the coil. Snare device was advanced to remove the broken fragment, part of the fragment was retrieved, however, other part was finally fixed with stent against the vessel wall. Pt has discharged without symptom of adverse effect.